Event description:
It was reported that the user experienced a charging problem with the ilet, where the charge would not reach full and charging was slow, associated with the battery charger component. Customer care provided support that included remote troubleshooting and education. Investigation of this case revealed a power source problem consistent with a charging problem of the battery charger, and use of an alternate outlet improved performance. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.